Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 400mg/dl and treated with shots and an injection. Customer indicated that their blood glucose value was 437 mg/dl at the time of the call. The customer is calling back to perform a high pressure test and the pump passed. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Troubleshooting was performed previously and found that the pump was operating as designed.